Event description:
It was reported to boston scientific corporation that a rotatable snare device was not able to be closed (a male patient; weight is unknown). There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device noted that the catheter sheath was bunched, adjacent to the strain relief, and that the snare loop wire was partially deployed. No other visual anomalies were noted. A functional evaluation of the device was performed by actuating the device handle; however, strong resistance was felt, preventing the loop from extending and retracting. The cause of the reported malfunction is determined to be design related.